Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported that a patient, who has a total knee implanted 15 years ago, experienced some anterior knee pain, clunking related to possible patella issues. The patient also reported that there was an inflammation. He performed a revision, where it was discovered that the patella had some wear and had become misshapen. The patella had a groove worked into it. It could have been from a fall, according to the surgeon. Otherwise, the rest of the total knee looked good. He replaced the liner, checked that all the components were well fixed and replaced the patella button with a new one. Original surgery was (B)(6) 2005.